Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage we see to the cautery cable varies, it can be as small as, what appears to be black material that has ¿sluffed off¿ a complete cut with cable intact or complete cut with cable damage. Intuitive¿ s IFU is to inspect with 4x magnification so it is very hard for us to accurately assess the damage, but we can see the damage and therefore find the instrument unsafe to use on a patient. The instruments should have all been received back to intuitive and at that time you are able to access the damage with greater magnification, per recall notices I have received from intuitive when images are enhanced up to 10x magnification.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument had a cable with compromised insulation. There is no report of any issues with the instrument the last time it was used. 1 live used. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed, and the complaint was not confirmed by failure analysis. Customer reported a compromised insulation cable. Visual inspection found no damage; instrument functioned normally and passed all tests with no issues identified. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.